Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed. Unit was tested on an in-house system in normal mode and failed. The system error log also triggered error 31226. Unit also was tested on the pftp and failed the fiber test on the parallelogram and rolling loop fiber. So, a golden fiber was installed, and the fiber tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed multiple error occurrences on usm1 and replaced the usm arm. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during da vinci assisted inguinal hernia surgical procedure, error faults on universal surgical manipulator (usm) 1 was observed. Tse reviewed the logs and found error 32097 for usm 1. Tse recommended to hard power cycle the patient side cart for issue recurrence. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure when ports were placed. The system initially powered on without issue with no errors. The universal surgical manipulator (usm) was disabled as the error persisted. The procedure was completed robotically with 3 usms. There was no patient harm.